Manufacturer narrative:
H3 ¿ analysis of the pump found ¿pump failed lab dispense test ¿ above specification.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider hcp) via a company representative regarding a patient receiving clonidine (185 mcg/ml), fentanyl (10 mcg/ml), and bupivacaine (8.5 mg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that at the refill yesterday they were expecting 9.8 ml and got back 1 ml, and this was the second time they had a discrepancy. At the pump refill on 9/24 they were expecting 7.8 ml and got back 1 ml. It was noted that the patient had reported feeling drowsy when they were getting a bolus and had since stopped using their ptm (personal therapy manager).

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the physician still did not know the reason for the volume discrepancies. They were still observing the patient and had not decided yet if a future pump replacement was needed. The device remained in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient went into the hospital with bradycardia. They accessed the pump and were expecting 9 mls but got back 0. Additional information was received on 17-feb-2025 from a healthcare provider via a company representative who reported that the patient had withdrawal symptoms. At the last refill (date not provided), the patient had a discrepancy in the reservoir volume of .6 ml. The diagnostics/troubleshooting was noted as ¿doctor was not able to refill patient, patient had transferred to a hospital.¿ at the time of the report, the pump was noted to be delivering fentanyl (10,000 mcg/ml at 1,352 mcg/day). The patient was taken to surgery on the date of the report. Pump interrogation showed 8.5 ml left but when the physician aspirated it was empty. The pump was replaced. It was noted that the doctor changed the new pump to ¿concentration to 7,500 mcg, daily dose 700 mcg, bolus 200 mcg 10x day.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.